Manufacturer narrative:
Investigation conclusion: the customer complaint of the screen going blank and the battery beeping after the front case assembly being replaced was not confirmed in this investigation. Testing performed found the pcu to be operating within specifications. No conclusion could be drawn as to why the customer experienced the reported issue through log review. The internal inspection process has not found any damaged cables or assembly boards. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that in the end of march it was experienced that the screen goes blank and the battery beeps after replacement of the faceplates. The devices were plugged in as an attempt to stop the beeping. There was no patient involvement.